Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there were episodes of noise resulting in oversensing on the right ventricular (rv) lead. The suspected cause of the noise was lead fracture. No intervention has been performed at this time. The patient was stable and will continue to be monitored.